Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure and inside the patient, the device could not generate energy or cut the target polyp. Reportedly, there were no other issues noted with the device. The snare was securely attached to the active cord and there no visible issues noted with the cautery pin. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code a050702 captures the reportable event of loop difficulty resecting the target polyp. Block h10: (product investigation) the returned sensation short throw was analyzed, and a visual evaluation noted no problems with the device. The device was tested in the 10 inch loop fixture and the functional evaluation noted that the device was able to extend completely and retract without issues. A continuity test was performed, and the device's electrical resistance was within specification, indicating a proper connection. No other problems with the device were noted. The reported event of "loop failure to cut " could not be confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. The reported event of "device failure to deliver energy" was also not confirmed since no problems were noted with the device. Additionally, the device passed the continuity test upon return. The product record review confirmed that this is not a new failure type and the risk is anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Device analysis found no issues with the device during visual and functional testing. No issues were noted with the electrical device testing during continuity test. Based on the device analysis and the available information, the most probable cause classification for the reported complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure and inside the patient, the device could not generate energy or cut the target polyp. Reportedly, there were no other issues noted with the device. The snare was securely attached to the active cord and there no visible issues noted with the cautery pin. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.